Event description:
It was reported that from time to time it was impossible to obtain the ECG signal over the 5 pol. ECG cable. The ECG was ok. In addition, the pump is extremely noisy and the implanted balloon would not inflate completely. No pt complications reported.